Manufacturer narrative:
Uf/importer report number: (B)(4). The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The oad was returned to csi for analysis. Visual inspection confirmed a driveshaft fracture distal to the crown. Scanning electron microscopic analysis identified fatigue striations at the site of the driveshaft fracture. Driveshaft flexing due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape can result in fatigue failure. The exact root cause of the fracture is undetermined. The diamondback 360 coronary orbital atherectomy system instructions for use (IFU) warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The IFU also states, "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage or device failure requiring retrieval." When tested the oad functioned as intended. Csi ID: (B)(4).

Event description:
Using a diamondback 360 coronary orbital atherectomy device, five treatments were performed in the right coronary artery (rca) when the driveshaft fractured. The fractured fragment was retrieved from the distal rca. The patient was experiencing asymptomatic st segment elevation which was resolving. The procedure was abandoned. The physician suspected arterial dissection and did not want to inject contrast which may further the dissection. Medical devices were removed from the patient and the procedure was abandoned.